Event description:
Reportable based on analysis completed on 11/25/2009. It was reported that during a percutaneous transluminal angioplasty procedure, a shaft kink occurred. The target lesion was located in the proximal to mid left anterior descending artery. The 12 / 3.5 maverick2 monorail ptca catheter was advanced to the lesion. While attempting to predilate the lesion, the shaft of the device was kinked. It is unknown how the procedure was completed. There were no patient complications reported, and the patient's condition was reported as "good." However, device analysis revealed a shaft break.

Manufacturer narrative:
The device was received in two sections as a result of a break in the hypotube. The break was located approximately 38cm distal to the strain relief. A detailed microscopic examination of the break site found that the break occurred as a result of a severe kink that developed in the hypotube. A kink was noted in the distal section of the hypotube break at approximately 50.1 cm proximal to the tip. An examination of distal sub assembly extrusion found that the inner and outer extrusions were pinched/flattened at approximately 13cm distal to the port. No issues were noted with the profiles of the balloon and tip sections of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due ot anatomical / procedural factors. (B)(4).